Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump left button was unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that the insulin pump remained unresponsive even after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.